Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported by physician that lead was possibly faulty due to not being able to obtain optimal measurements during the implant. The lead was attempted and not implanted. No patient complications have been reported as a result of this event.